Event description:
It was reported that the patient had a fall and their lead had migrated. It was stated that it was decided to replace the lead. It was added that the replacement was "successful." It was noted that the patient was alive with no adverse event or injury. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).